Event description:
Provider states the unit will only run 30 minutes on 2 liters on a fully charged battery. Provider states will unit is run on 5 liters on test mode the unit will run 3 to 4 minutes , the unit will power off no alarm, when powered back on , unit alarming, lights 4,5.